Event description:
It was reported to philips that the host pc hard drive crashed, causing the system not to boot on an allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced or upgraded the part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).